Event description:
Technician alleged the head end hi/low is drifting down over a period of time. No patient impact.

Manufacturer narrative:
The technician found the pilot operated valve is faulty. The technician replaced the pilot operated valve to resolve the issue.